Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the provided photograph representing the reported device confirmed the reported foreign substance. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Today during a complex tc3 revision case, a size 5 right tc3 femoral component was opened ¿ however, upon inspection the implants had what could be described as a glue/polish type substance on the out surface of the component, I have attached images of this. This substance would not wipe away and would only come away after cleaning with chlorhexidine. The packaging was completely normal and undamaged and the polystyrene implant holders within the packaging also appeared completely normal. After a lengthy discussion it was correctly decided not to implant the component ¿ I had to drive to sheffield to collect another with the patient on table. Date ¿ (B)(6). Op time: 1.15pm. Incident time: 2.25pm. Additional length to case ¿ 1 hour. Implant ¿ 96-0090 lot 407282 ¿ sz 5 right tc3 femoral component. No harm came to the patient as the substance was spotted before we implanted and the case was completed successfully. The implant is being decontaminated and will be available to collect monday.